Manufacturer narrative:
. D4 (expiration date); unk no serial number reported. D6a: unk h4 (device manufacturing date): no serial number reported. Manufacturer narrative: inflammation is identified in the labeling as a known potential adverse event following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. (B)(4).

Event description:
In the article: culture-proven fungal endophthalmitis following phakic icl implantation: "case report and review of literature," a patient was described with having endophthalmitis after implantable collamer lens (icl) implantation. The lens was removed. The patient was managed with intravitreal voriconazole injections but worsened clinically. The patient underwent lensectomy, vitrectomy, and intravitreal voriconazole. In another case, the patient underwent implantable collamer lens (icl) implantation, experienced blurring of vision. Suspecting postoperative endophthalmitis and the lens was removed. Cultures were performed. The patient was provided medication.